Event description:
We have been informed that the nimbus mattress system was deflating in the middle, but not alarming. Arjohuntleigh technician attended the hospital; however, was unable to find any fault with the system, although the pt was using the mattress at that time. The customer reported the same failure a few hrs later the same day. Another arjohuntleigh technician attended the hospital and found the mattress is dipping in the middle, soft and not alarming low pressure failure. The arjohuntleigh rep exchange the system and installed a new one. No impact or consequences to the pt.